Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right ventricular (rv) lead noise with oversensing. Technical services (ts) reviewed troubleshooting options and possible causes. Myopotential oversensing due to unipolar pacing was suspected. No out of range impedances were observed, and recent right ventricular automatic threshold (rvat) tests were successful. Further rv evaluation was recommended. This pacemaker system remains in service. No adverse patient effects were reported.